Manufacturer narrative:
The device was returned to philips bench repair. A bench repair technician (brt) replaced the lcd assembly, metal frame and front assembly. Based on the information available, the cause of the reported problem was not able to be determined. The reported problem was confirmed, due to the repairs needed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that during normal movement of the monitor cart, the monitor suddenly fell down. The cause of the fall is unclear. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.